Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it could not be further identified. It was not possible to conclusively specify the cause of the event from the provided information. Despite 3 good faith efforts, the user did not reply to any inquiry. Since additional information was unavailable, whether there was deviation from the instructions for use (IFU) on reprocessing steps at the detection of remained material or not was unknown. The device had no physical damage at the detection of remained material. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. A broken element made of plastic was stuck in the auxiliary water channel. The auxiliary water channel was blocked. There were few additional findings. The adhesive of the bending section cover was clouded and separated. The distal end cover was chipped. There was abnormal noise with the angulation knob during angulation in the right/left direction. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, plastic was stuck in the thread of the auxiliary water jet channel of the colonovideoscope. There were no reports of patient harm associated with the event.